Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. "Try-it" test was performed and passed. The receiver was opened and an interior inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The patient reported missing a high glucose alert due to no audio output, which she stated caused her to have a heart attack. She stated that the issue started at around 12:00 am on (B)(6) 2020 while she was asleep. She woke up at around 7:00 am and found her blood glucose (bg) was 412 mg/dl but the continuous glucose monitor (cgm) had not alerted with sound or vibration during the night for her high threshold of 200 mg/dl, which was set on the highest ring volume. She assumed that her insulin pump was not giving her insulin all night, so she changed the site and gave herself a couple units of humalog insulin via syringe. She rechecked the bg and it had risen to 469 mg/dl and she was still not getting any alert, although she was getting cgm readings (values not provided). She started checking her bg every ten minutes (no additional values provided). She started feeling unspecified symptoms of a heart attack so called an ambulance and was taken to the hospital around 8 to 8:30 am. She was given aspirin in the ambulance and again at the hospital but stated she cannot remember what other medications she received, other than several of her normal routine medications. She had a cardiac catheterization, an ultrasound, and several ekgs done. Her bg stayed above 200 mg/dl all day on (B)(6) 2020 and finally came down to a normal range on 03/02/2020. She stated that the hospital staff and her husband confirmed that the device was not alarming for the continued high values. Sometime on 03/02/2020 it started working again and alerting with an audio alert, but it was still not vibrating. She was discharged from the hospital on (B)(6) 2020 in the late afternoon. At the time of the call two days after discharge she said her memory and strength were not as good as before. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.